Manufacturer narrative:
The device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). Event date reported as being either (B)(6) 2016 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the venous pressure was high during a patient¿s hemodialysis (hd) treatment, and when the transducer was opened to relieve pressure, a small amount of blood leaked externally through the transducer and got on the front of the 2008k machine and onto the heparin pump. Although the exact event date is not known, the user facility reported that it occurred on either (B)(6) 2016. The patient¿s estimated blood loss (ebl) was noted as being no more than 5ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient successfully completed treatment and did not need to be set up with new supplies. The patient¿s hd treatment was performed using a fresenius 2008k hd machine. Follow-up information was provided by the facility¿s biomedical technician who stated that the machine was cleaned where the blood had gotten on it from the small leak. The machine has been returned to service at the user facility without any issues. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.